Manufacturer narrative:
The investigation confirmed that a non-reproducible, higher than expected vitros tropi es result was obtained from a single patient sample using vitros tropi es reagent pack lot 2630 processed on a vitros 5600 integrated system (s/n (B)(4)). A definitive assignable cause could not be determined. Based on historical quality control results, a vitros tropi es lot 2630 performance issue is not a likely contributor to the event. However, precision testing of the vitros 5600 integrated system was not performed, therefore it cannot be confirmed that the instrument was operating as intended and unexpected instrument performance cannot be completely ruled out as contributing to the event. In addition, it was not possible to establish if the customer is following the sample collection device manufacturer¿s recommended centrifugation protocol; therefore, pre-analytical sample processing cannot be ruled out as a contributing factor. It is possible that cellular debris, due to poor sample preparation, was present in the affected samples, although this could not be confirmed.

Event description:
The customer observed a non-reproducible, higher than expected troponin I result obtained from a single patient sample processed using vitros troponin I es (tropi es) reagent on a vitros 5600 integrated system. Patient sample 0.130 ng/ml versus expected result of <0.012 ng/ml biased results of the direction and magnitude observed may lead to inappropriate physician action if undetected. The non-reproducible, higher than expected, tropi es result was not reported from the laboratory. Ortho was not made aware of any allegation of patient harm as a result of this event. (B)(4).